Event description:
It was reported by service report that the post tube top screw was stripped and the wheels were excessively worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.